Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the patient went to the rehabilitation facility post-operation and did not return to the physician until an infection occurred. No adverse patient effects were reported. The ra lead was explanted.